Event description:
Boston scientific received information that this device exhibited varying battery status measurements between elective replacement near (ern) and beginning of life (bol). The health care provider consulted technical services (ts) and discussed the expected device battery status when nearing end of life. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.